Manufacturer narrative:
The UDI # is not available as the lot number is unknown. As an event date is not available, the date of event will be noted as (B)(6) 2015 (the publication date ["2015.05"] noted in the cited work). Additionally, as majority of the patients were male with an average age of 74.2 years old, the patient details will note male as gender and (B)(6) as age. (B)(6). (B)(4).

Event description:
In a literature review, the following information was obtained: k, oka., et al. "Results of thoracic endovascular aortic repair (tevar) using gore tag." Japanese journal of cardiovascular surgery (0918-6778). Vol.24(3). 287. Demographics: 180 patients (128 males and 52 females) with average age of 74.2 years old device implanted: gore tag thoracic endoprosthesis (item/lot numbers unknown) time period of device implant: from june 2008 to october 2013 on an unknown date, the patient was implanted with gore tag thoracic endoprosthesis. On the next day of the initial implant, collapse of the endoprosthesis was revealed, and an open thoracic surgery was performed. Further information is not available.

Manufacturer narrative:
K, oka., et al. "Results of thoracic endovascular aortic repair (tevar) using gore tag." Japanese journal of cardiovascular surgery (0918-6778). Vol.24(3). 287.